Event description:
Same case as MDR ID# 2134265-2013-03159. It was reported that during percutaneous coronary intervention procedure, vessel perforation occurred. The target lesion was located in a severely calcified proximal left circumflex artery. A rotawire guide wire was inserted into a 1.5mm rotalink plus. The rotalink plus was set at 200,000 rpm and ablation was performed. The rotawire guide wire tip detached as the burr was maintained in one position while the burr was rotating. The rotalink plus was then advanced resulting in a vessel perforation at the bifurcation of the left anterior descending artery and the left circumflex artery. A non bsc coronary stent graft was placed. The tip of the rotawire guide wire remains in the patient, however, it is unknown if any attempt was made at retrieval. Post procedure the patient experienced heart failure, in the opinion of the physician the event of the heart failure was not related to the device. It is unknown how the heart failure was treated. No further patient complications were reported and the patient¿s status is good.

Event description:
Same case as MDR ID# 2134265-2013-03159. It was reported that during percutaneous coronary intervention procedure, vessel perforation occurred. The target lesion was located in a severely calcified proximal left circumflex artery. A rotawire guide wire was inserted into a 1.5mm rotalink plus. The rotalink plus was set at 200,000 rpm and ablation was performed. The rotawire guide wire tip detached as the burr was maintained in one position while the burr was rotating. The rotalink plus was then advanced resulting in a vessel perforation at the bifurcation of the left anterior descending artery and the left circumflex artery. A non bsc coronary stent graft was placed. The tip of the rotawire guide wire remains in the patient, however, it is unknown if any attempt was made at retrieval. Post procedure the patient experienced heart failure, in the opinion of the physician the event of the heart failure was not related to the device. It is unknown how the heart failure was treated. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction- brand name updated from rotalink plus to rotablator rotational atherectomy system. Device evaluated by manufacturer: the device was returned kinked along the body, and the distal part is fractured at 321.7 cm from the proximal end. Moreover, the distal section with the spring tip was not returned as part of overall visual revision. The previous measurements were taken and the visual and tactile inspection was performed. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis to determine the fracture failure mode. The lab returned the following results: failure occurred due to a bending overload in a region weakened by a rotational wear reduction of the cross section area. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is related to user issues. The dfu states "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." It was reported that the speed of the burr was being performed at 200,000 rpm, and the rotawire was detached because the burr was maintained in the one position while the burr was rotating. (B)(4).